Event description:
On (B)(6) 2010, it was reported that a pt with an scs system fell on the (B)(6) and subsequently lost stimulation. The rep met with the pt and observed invalid impedance on all contacts. During the hospital visit, they found out that all electrodes of the lead were invalid. The extension was explanted and replaced. The pt is currently receiving satisfactory stimulation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The extension was visually inspected and broken wires were noted in the extension header. The device failed continuity testing and 3 of the channels measured open. Stress testing revealed a wire break at the header. Conclusion: the cause of the reported complaint was confirmed. As received, the extension failed continuity testing due to the broken wires. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.